Event description:
The end-user was using the axtion foot to walk from their garage to their house when the pyramid adapter snapped in half. No fall or injury occurred as a result of the device failure. The end-user's foot was within the warranty period and the foot was being used as intended by the manufacturer. Out of an abundance of caution, this complaint will be reported as an MDR since this confirmed device failure is known to have the potential to cause serious injury.